Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered an electric shock which induced the patient into ventricular tachycardia (vt). The patient is reported to be treated in a hospital setting. No additional adverse patient effects were reported. At this time, this device remains in service.